Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was applied on over indicated tissue. It was reported that the device was returned without an alleged complaint. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the device had damage to the cutting edge of the knife blade and the device had damage to the cutting edge of the knife blade due to an obstruction. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted laparoscopic abdominal rectosigmoidectomy, the device was slow to obey commands and presented noise in the rotation of the stem. The surgeon able to complete the procedure using the device. There was no patient injury.